Manufacturer narrative:
The device was returned for analysis with the dc pod separated distal to the marker. The reported activation/deployment failure was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the moderately tortuous and moderately calcified anatomy resulted in the noted device damages (multiple barewire core bends, wrinkled/split open/separated dc pod) thus contributing/resulting to the reported activation/deployment failure. The noted unknown white materials on the shaft was confirmed to be isovue 300 contrast consistent with use. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo internal carotid artery. The emboshield nav6 embolic protection system (eps) was advanced and once the red safety clip was removed the filter failed to deploy after pulling the white handle. The eps was removed without issues. The procedure was successfully completed with a new emboshield nav6 eps. There were no adverse patient effects and no clinically significant delay. No additional information was provided. Per device analysis the dc pod was separated distal to the marker, but was held together by the barewire. The dc pod was split open distally from the noted separation. There were unknown white materials on the shaft, 8cm distal to the guidewire exit port.